Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer used humalog insulin longer than the recommended 48 hours, which is considered off label use. There was no reported adverse impact on the customers blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.